Manufacturer narrative:
510k: this report is for an unknown distal locking screw /unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported on (B)(6) 2018, an open reduction surgery was performed for the humeral surgical neck fracture 2-part fracture with a multiloc humeral nail system. Upon drilling for the g locking screw, a reflex response was observed in the elbow when the drill penetrated the contralateral bone. The surgeon noticed the response and proceeded with the insertion of the locking screw 28mm carefully. After surgery, when the patient awoke from anesthesia, they discovered carpoptosis. Patient underwent revision surgery the same day. The surgeon checked the positional relationship between the direction of the distal locking screw and the radial nerve. The operative position was changed from beach chair to lateral position. In the reoperation, the surgeon confirmed the radial nerve injury by making an incision in the medial humerus. The surgeon confirmed that the drill bit glanced the nerve during drilling. The nerve was sutured by a plastic surgeon. There was a surgical delay of one hundred and twenty (120) minutes. Patient status and procedure outcome is unknown. Concomitant devices: drill bit (part: 03.010.060, lot: 9763977, quantity: 1), drill (part: unknown, lot: unknown, quantity: 1). This report is for an unknown distal locking screw. This is report 1 of 1 for (B)(4) and covers the explantation of the locking screw. The interoperative event involving the nerve injury is captured under (B)(4).